Manufacturer narrative:
The customer's cobas liat analyzer (s/n (B)(4)) data review identified that during the questioned run (#1029) in which the background for all channels is affected and the run is erroneously called positive. It is not recommended to send this analyzer back as the following runs are showing acceptable pcr growth curves and the baseline is stable after the disturbance. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190. (B)(4). Analyzer was not required to be returned in this case. (B)(4).

Event description:
The customer alleged discrepant results generated from a cobas liat system (s/n (B)(4)) a customer from the united states alleged that discrepant results were seen with the cobas® sars-cov-2/influenza a/b assay for use with the cobas liat system. On (B)(6) 2021 the customer reported that they received a sars-cov-2 positive, influenza a positive & influenza b positive result for a patient sample when analyzed on the cobas liat system (s/n (B)(4)). A repeat test of the same patient sample was analyzed on cobas liat system (s/n (B)(4)) that generated a sars-cov-2 negative, influenza a negative & influenza b negative result. The customer recollected a new specimen for the same patient. The recollected sample was analyzed on the cobas liat system (s/n (B)(4)) that generated a cov-2 invalid, influenza a invalid & influenza b positive result. The recollected sample was rerun on a third liat system, system serial number and test result was not provided. Patient sample was collected using nasopharyngeal swab and bd-universal viral transport media. The customer confirmed there was no allegation of harm to the patient. The results had not yet been reported out to the patient and/or personnel treating the patient.